Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred and the patient subsequently expired. The target lesion was a cto lesion that was 26mm in length. The lesion originated in the ostium of the circumflex artery and continued distally into the circumflex. The physician used a 7fr introducer sheath, an ebu guide catheter and a choice pt crossing wire to access the lesion. The physician loaded a csi coronary viperwire guide wire into the patient and then loaded a csi coronary orbital atherectomy device (oad) onto the viperwire. The physician performed four runs at low speed and two runs at high speed for 20 seconds each run. The physician followed-up atherectomy with balloon angioplasty in the circumflex. During balloon angioplasty, a perforation was noted that had not previously been identified. The physician then placed a resolute stent at the site of the perforation in an effort to resolve it. The patient became unstable and resuscitation was performed. The physician then placed two additional resolute stents in the proximal and mid-circumflex artery. The patient status remained unstable and code blue was called. Resuscitative measures were again used, but were unsuccessful. The patient expired on (B)(6) 2014.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).